Manufacturer narrative:
H.10. The board was returned to livanova deutschland for further investigation. During the evaluation the reported issue could be reproduced. A defective dip switch on the board could be identified as root cause of the reported malfunction.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 mast roller pump. The event occurred in (B)(6) united states. A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure back to a defective motor control board. He replaced this part and could solve the issue on site. The pump was requested back to livanova deutschland for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a roller pump was flowing much higher than the flow indicated by the pump display itself. There was no patient involvement.